Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to implant an scs system, the ipg was found to be unable to communicate with external devices. The issue occurred after the leads were connected, but prior to the device being placed in the patient. The physician implanted another device and the procedure was completed.